Event description:
Clinic notes dated (B)(6) 2013 were reviewed, and it was noted that the patient was diagnosed with status epilepticus. The patient appears to be sleepy and is sleeping all day and cannot function. Per the notes, the patient has failed dilantin, depakote, tegretol, topomax, felbatol, keppra, vimpan, onfi, neurontin, benzal and vns. Per the notes, the physician attempted to interrogate the patient's device, but was unable to due to possible end of life. Clinic notes dated (B)(6) 2013 indicate the patient has come in for consultation for a vns battery replacement. Per the notes, the patient's home manager reports that the patient has seizures daily. The home manager does not believe the vns has worked properly since (B)(6), when the patient came to the facility. Replacement surgery is likely, but has not yet occurred. No additional information has been provided.

Event description:
Additional information was received that the generator had been replaced. The hospital does not returned explanted products so the generator will not be returned to the manufacturer for evaluation. The patient's hospitalization (10 seizures) was suggested to be due to change in medications, per the patient's aide. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
The initial report inadvertently did not report that the patient's hospitalization (10 seizures) was suggested to be due to change in medications, per the patient's aide. This is important information related to the increased seizures.